Manufacturer narrative:
The suspect medical device was updated. Relevant fields of sections d and g were updated. The initial report stated: "the initial reporter questioned the results for 2 patient samples tested for ise indirect k for gen.2 on a cobas pro c 503 analytical unit." This should say: "the initial reporter questioned the results for 2 patient samples tested for ise indirect k for gen.2 on a cobas pro ise analytical unit." The customer has not complained of any further issues. The investigation determined the event was consistent with a sample quality issue at the customer site. The investigation did not identify a product problem.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
The initial reporter questioned the results for 2 patient samples tested for ise indirect k for gen.2 on a cobas pro c 503 analytical unit. Patient 1 initial result was 5.99 mmol/l. The repeat result from a dxc 700 analyzer was 5.89 mmol/l. A 2nd sample was obtained and the initial result was 4.90 mmol/l. The repeat result from a dxc 700 analyzer was 4.90 mmol/l. On (B)(6)2023 patient 2 initial result was 5.17 mmol/l. The repeat result was 5.19 mmol/l. The repeat result from a different, unspecified analyzer was 5.11 mmol/l. A 2nd sample was obtained and the initial result was 4.57 mmol/l. The repeat result from a different, unspecified analyzer was 4.49 mmol/l. The results were reported outside of the laboratory where the doctor questioned the clinical status of each patient.